Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level ranged from 164-177 mg/dl. In addition, it was reported that the battery depletes faster than expected. The customer did not have alternate method of insulin therapy, but stated that the healthcare provider would be contacted.